Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms of redness and tenderness were noted. The physician believed that the infection was device related. No device malfunction suspected. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms of redness and tenderness were noted. The physician believed that the infection was device related. No device malfunction suspected. The patient was prescribed antibiotics and underwent an explant procedure.